Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous below knee vessel. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported and the patient condition after the procedure was good.